Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 3 of 5, while the hp was connected. The hp stated that the supply bags were empty, and only the heater bag contained solution. The hp turned off the hc device and disconnected. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) then explained the alarm and assisted the hp in cycling the power on the hc device to clear the alarm. The hp stated that they would finish therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.